Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock therapy due to a svt episode which was diagnosed as a vt episode. Programming changes were recommended.